Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4092, implantable pacing lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient was evaluated following complaint of phrenic stimulation and the right atrial (ra) lead showed elevated threshold with small p-waves. It was also reported that the ra lead had pulled back into the superior vena cava (svc). Re-programming was done and the ra lead was later removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analysis was performed and no anomalies were found. It was noted that the outer I nsulation of the lead was extrinsically breached due to a cut and visual summary analysis of the lead indicated apparent explant damage. (B)(4).